Event description:
Information received indicates when the brakes were engaged the brake casters would still swivel.

Manufacturer narrative:
The technician found the brake casters were worn due to age. The technician replaced the brake casters to repair the stretcher.